Manufacturer narrative:
Zimvie received one (1) xifnt611, (osseotite tapered certain implant 6 x 11.5mm) for evaluation. Visual evaluation / functional test was performed, there was signs of use, with slight wear and blood debris on external threads. However, no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. Cal4063 due (B)(6) 2025 DHR review was completed for the subject lot number 2120006197. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120006197 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : cannot be determined.¿ the customer did not submit images for the reported event. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up," h2: checked follow-up type, h3: changed "no" to "yes," h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that implant was removed due to unknown reason. Cannot be determined. Tooth number 13.